Event description:
Health care professional reported four incidents of cracked venous headers on reused dialyzer found during pt use. Per the health care professional, no medical intervention or pt injury associated with this report.